Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was dropped and had cracked and pieces were missing of battery compartment area. Customer's blood glucose value was unknown. The customer was able to troubleshoot. Customer was reporting off no power event. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer states there were not unattended alarms. Customer states the battery cap was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed error test and displacement test. No unexpected battery out limit alarm anomalies noted. Insulin pump received with stripped battery cap coin slot , cracked battery tube threads and cracked reservoir tube lip.